Event description:
The dynamic external fixation for injuries of the proximal interphalangeal joint.". Author: gregory I. Bain et al., the journal of bone & joint surgery (br). In this study, the compass hinge (smith & nephew) was applied after primary reconstruction to allow early controlled and protected movement of the pip joint. It was documented on the paper that two patients had breakage of the pin block with no significant sequelae.

Manufacturer narrative:
It was reported from a literature review that patient had breakage of the pin block with no significant sequelae. This paper was published in 1998. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed at this time. As device information was not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Based on this investigation, the need for corrective action is not indicated. Some potential causes could include but are not limited to trauma injury, size of device, abnormal motion over time or user/procedural variance. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.